Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial # or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial # and the implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."

Event description:
Allergan sales rep reported on behalf of the treating physician that a lap-band was removed without replacement due to an erosion. The treating physician believes the erosion was due to a surgical error during the initial surgery by another physician. Further f/u will be conducted to gather additional info. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.